Event description:
On (B)(6) 2023, the complainant contacted leica and detailed: "under and over process [sic] tissue in course of 3 days processing...nuclear staining is compromised as nuclei are dried out and ...burnt looking' with no nuclear detail. Tissue is very hard and brittle and some are mushy and look unprocessed. Both retorts affected...there were approx 800 blocks...no error prompted and ran to completion.." On (B)(6) 2023, a local leica technical specialist ii - core histology canada documented the following: "looked at the logs and found bottle 9 was removed from the instrument for less than 20 seconds on (B)(6). Bottle 9 was used as the last alcohol on all the 4 subsequent runs..." On (B)(6) 2023, leica biosystems melbourne received the following information provided by the complainant to the local leica technical specialist ii - core histology canada: "all cases could be signed out and as of now there has been no known significant impact to patients whose cases were affected." No adverse consequence(s) to a patient(s) has been reported to the manufacturer.

Manufacturer narrative:
Manufacturer evaluation of the information available determined that the root cause for the sub-optimal processing of patient tissue samples was a use error, which occurred at 15:41 on (B)(6) 2023. Specifically, a user failed to complete manual replacement of the reagent in bottle 9 (alcohol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica biosystems peloris / peloris ii user manual which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Manufacturer evaluation of the information available found that the instrument functioned as designed during execution of the four (4) tissue processing runs detailed above, from which sub-optimal processing of patient tissue samples would have been derived. Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer was not dispatched to assess the operation and function of the instrument.